Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion on the motor, as well as, problems with the press plug and bearings. Those parts were replaced. Service will repair and return the device to the customer.

Event description:
It was reported that the handpiece began overheating while the equipment was being tested. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.